Event description:
Healthcare professional reported left side rupture. Later reported capsular contracture baker grade ii. Diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 zip code- (B)(6).

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.1., h.6.

Event description:
Healthcare professional reported left side rupture. Later reported capsular contracture baker grade ii. Diagnosed by MRI. Device has been explanted.